Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the 4-40 stud was broken off of the handpiece. There was no patient involvement reported.